Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had long charge time with a charge circuit timeout and experienced premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high pacing impedance and an inability to capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.